Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Other mgf report numbers: 3003418325-2018-00010, 3003418325-2018-00012, 3003418325-2018-00011, 3003418325-2018-00013, 3003418325-2018-00015, 3003418325-2018-00016, 3003418325-2018-00017, 3003418325-2018-00018, 3003418325-2018-00019, 3003418325-2018-00020.

Event description:
The journal of clinical neuroscience (2017) published "cerebrospinal fluid leaks after transsphenoidal surgery - effect of a polyethylene glycol hydrogel dural sealant" in which it discussed a retrospective analysis on prospectively collected data from consecutive patients undergoing endonasal transsphenoidal surgery at a large tertiary referral center over forty-eight (48) months from jan2007 to dec2010 and for up to four years of subsequent follow-up. Two hundred fifty (250) patients were identified (135 male, 115 female; median age 52 years, range 14¿83). One hundred eighty (180) patients received duraseal. Post-operative leak was seen in 10 patients receiving duraseal.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.